Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Aurora (daughter) calling concern with the low blood results her mother is getting. Customer states that feels well and requires no medical attention. The customer's expected blood result is 102-120mg/dl fasting. Verified the strips expire 9/15/2018.customer confirms the strips have been properly stored and were first opened 1 week ago. Reviewed meter memory: (B)(6). Customer is concern with all these results but especially the results taken today (B)(6) 2016 at 4:00pm 42mg/dl. The low results have been obtained for 4 days now.